Manufacturer narrative:
Date of event: no date provided, used the first date in the month of the aware date. Initial reporter title, and initial reporter last name were reported as: dr. (B)(6).

Event description:
It was reported that a break occurred. A vtcb/8.3 regular flexima was selected for use in a biliary drainage procedure. During removal, the introducer was stuck inside the catheter and broke. There were no patient complications.

Event description:
It was reported that a break occurred. A vtcb/8.3 regular flexima was selected for use in a biliary drainage procedure. During removal, the introducer was stuck inside the catheter and broke. There were no patient complications. It was further reported that the introducer broke apart separating just below the hub.

Manufacturer narrative:
B5: describe event or problem: additional information d4: lot number, expiration date: updated to unknown e1: initial reporter title and initial reporter last name: additional information h4: device manufacture date: updated to unknown b3: date of event: no date provided, used the first date in the month of the aware date.

Manufacturer narrative:
D4: corrected model/catalog numbers from 31855 to 32337 and removed unique identifier (UDI) # b3: date of event: no date provided, used the first date in the month of the aware date.

Event description:
It was reported that a break occurred. A vtcb/8.3 regular flexima was selected for use in a biliary drainage procedure. During removal, the introducer was stuck inside the catheter and broke. There were no patient complications. It was further reported that the introducer broke apart separating just below the hub.